Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with a elevated blood glucose (bg) level over 500 mg/dl, due to customer inputting incorrect settings. Reportedly, customer attempted to self-treat via bolus their pump; however, was treated intravenously with fluids of saline and insulin. Customer was released from hospital on (B)(6) 2022 with issue resolved and no permanent damage.